Manufacturer narrative:
On (B)(6) 2020, mentor became aware of the following erroneously omitted information in the previously submitted report: the patient's previously unspecified left side implant was confirmed to be a mentor memorygel breast implant 400cc, catalog# 3504001bc, serial# (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information indicating the patient's baker grade was level IV. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receipt of the devices, they were confirmed to be mentor memorygel breast implant 375cc, catalog# 3503754bc, serial# (B)(6), (left), 7402112-059 (right). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation revision with mentor memorygel breast implant 400 cc (right) and an unspecified mentor gel implant (left) and experienced bilateral capsular contracture, baker grade 3 and a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.